Manufacturer narrative:
E1 - initial reporter establishment name (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope exhibited partial image distortion and a flickering image. The issue occurred during inspection for use. There were no reports of patient involvement.